Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had groshong catheter implanted on (B)(6) 2020. The patient pulled the catheter mistakenly so that it came off from white suture wing on (B)(6) 2020 (red lumen) . The white lumen is also dislodged, but it is because the physician pulled it out to ensure how hard you have to pull to pull it out. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of dislodged extension tubes was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. Both extension tubes were detached from the molded joint. Tactile inspection of the sample revealed slight tensile weakness throughout both extension tubes. Microscopic inspection of the sample confirmed that the extension tubes were detached, not broken. Molded joint residue was observed on both extension which indicated that the extension tubes had been inserted to the proper depth within the molded joint. Slight tensile weakness was observed throughout both extension tubes, suggesting that pulling stress may have contributed to the observed detachment; however, the minimal severity of that weakness indicated that an incomplete bond between the tubes and the molded joint may have contributed. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. Based on the manufacturing evaluation, the root cause was not conclusively identified, as the sample characteristics appeared similar to those replicated at the complaint facility through mis-handling. Potential contributing factors include pulling stress and poor bond strength between the extension tubes and molded joint. Reynosa evaluation complaint due to ¿extension tubes dislodged¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual and measurements performed at vad lab the following was concluded: both extension tubes were found to be completely detached from the molded wing. A closer view of the interface between the molded wing and extension tubes revealed that the extension tubes were detached, not broken. A circular molded residue was observed at the distal ends of the clear tubes. Also, as the extension tubes detachment of the returned sample was observed to be too clean, samples were tested during a regular work order to verify that condition. A clean detachment of each extension tube from the molded wing was observed in all samples. The values of the tensile strength were found to be within specification. Poor fusion during the manufacturing process may be a potential root cause/contributor to the observed extension tubes detachment. However, a lack of a lot number made it impossible to verify this issue was caused in our manufacturing site as well the DHR review could not be performed. Possible contribution factors include: risks of damage during handling or patient use. Therefore, as the definitive root cause or source of this detachment could not be determined the cause of this condition remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had groshong catheter implanted on (B)(6) 2020. The patient pulled the catheter mistakenly so that it came off from white suture wing on (B)(6) 2020 (red lumen) . The white lumen is also dislodged, but it is because the physician pulled it out to ensure how hard you have to pull to pull it out. There was no reported patient injury.